Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What is the name of initial procedure during which in 2015 the ethicon mesh was implanted? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an unknown procedure in 2015 and the mesh was implanted. Two days after, the patient was re-admitted for pain and sixty cc of pus was removed from her stomach area. The patient experienced pain above her right ovary. Exploratory surgery was performed and the surgeon found that some tissue had grown together. The tissue was separated. The surgeon couldn¿t find any reason for the pain she is experiencing. It was also reported that the patient was treated for polycystic ovarian syndrome with metformin. Additional information has been requested.